Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin. Blood glucose was 270 mg/dl. Customer did not provide further information. Tandem technical support reviewed the pump data and found that the pump was functioning as intended. Customer did not acknowledge the pump data and customer ended call with cts. No further information regarding this event was provided.